Event description:
It was reported that the device was used during a vats procedure. It was reported that the surgeon was using the device for hemostasis in a vats lower right lobectomy. When surgeon fired the device the first clip scissored. The second and third clips were released from the jaws of the device. They did not form. The case was converted to an open thoracotomy.